Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed confusing and discrepant diagnostic summary. No intervention was performed. The patient was in stable condition.